Manufacturer narrative:
Section a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by surgeon that there were imperfections in the preloaded intraocular lens(iol) like scuffs that were noticed while hydrating the stroma. There was no patient injury. From additional information it was learnt that it was not known how the scuffs on the lens were formed. There were no any visual issues experienced by the patient. The lens was not explanted. There was no use error. No other information is available.

Manufacturer narrative:
Additional information: device evaluation: the customer provided photos were evaluated by a post market safety surveillance officer. The picture shows 2 scratch like marks. Due to the marks location, it is not expected for the observed issues to impact the patient visual function; however, the definitive clinical impact and the incident root cause cannot be determined per a photo assessment. Conclusion: the complaint issue cosmetic issues was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.